Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that after surgery, the patient experienced blurry visual acuity at near. Clinical reason being mentioned as unknown etiology. The iol was explanted and exchanged for an unknown monofocal lens in a secondary implant procedure. Additional information has been received there there was no impact to the patient.